Event description:
The customer was contacted via phone call after a doctor's request. The customer reported that they have received no delivery alarms followed by check blood glucose alerts after filling the tubing. Customer stated that sometimes the insulin pump gets stuck in this process and has to test the blood glucose 5 times. Customer stated that the alarm has occurred after changing the infusion set several times. No air bubbles or bent cannulas have been found. The insulin pump passed the prime and self tests. Blood glucose value was 7.7 mmol/l. The high pressure test was not performed as the customer did not have a tubing clamp. Customer was advised to call back to complete troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.